Event description:
Reportedly, an implant could not be detected by the subject smarttouch cpr3h head, even though all the green leds were lit and the cpr3h head could be properly initialized.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an implant could not be detected by the subject smarttouch cpr3h head, even though all the green leds were lit and the cpr3h head could be properly initialized.